Event description:
A sentrant sheath was used as a conduit during an tavr procedure. It was reported during the index procedure, the valve was implanted. 12 ,000 iu of heparin was administered during the procedure. Upon transferring the extubated patient to the ICU, re-intubation was necessary due to suspected stroke. No cause was provided. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.